Manufacturer narrative:
This supplemental report is being completed to change the status of this incident from reportable to 'not reportable'. The device broke and was removed from patient. (B)(4).

Event description:
The bioraptor knotless suture anchor broke off in the patient on two devices. The broken anchors were removed from the patient and the pieces were discarded. Nothing will be returned for evaluation.

Manufacturer narrative:
(B)(4).